Manufacturer narrative:
The device was received at zoll medical corporation and the customer's report was unsubstantiated. The device was put through extensive testing without duplicating the report. Review of the device logs showed no evidence of "apls mode" being recorded. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device powered up in the incorrect mode. Complainant did not indicate that there was any patient involvement in the reported malfunction.